Event description:
Further follow up indicated that patient underwent a device removal on (B)(6) 2016 due to infection. No new vns system was implanted as this was no longer desired by the patient's mother and their legal advisor. The infection report is captured in MFR. Report # 1644487-2016-02194.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Further follow up with the physician indicated that the vns system was explanted on (B)(6) 2015 and not on (B)(6) 2016. It is unknown if intervention taken to solve the reported high impedance on this patient.

Event description:
During an internal review of the programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and the system diagnostic results revealed high impedance (dcdc 7). On (B)(6) 2015, system mode diagnostics were run and high impedance was found again. Then on (B)(6) 2015, system mode diagnostics were performed and the high impedance was found ok. A lead pin insertion into the generator block is suspected as the implant surgery was performed two months before the high impedance was observed.